Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a routine post-op remote transmission it was discovered that the implantable pulse generator (ipg) displayed oversensing electromagnetic interference (emi) due to cautery use. The device remains in use. No patient complications have been reported as a result of this event.